Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported that she received multiple no delivery alarms on the insulin pump. The customer stated that on one occasion, the infusion set cannula was bent. The customer's blood glucose was 238 mg/dl. She had tried to treat with a bolus and when she received a no delivery alarm, she gave herself a shot. The customer declined to troubleshoot. She was advised to check with her healthcare provider about possible scar tissue, if she were to continue to receive no delivery alarms after the insulin pump is replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).